Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff in united states on 23-sep-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014 as permanent birth control option. Following the essure procedure, plaintiff experienced extreme pain, and in (B)(6) 2016, discovered the essure device had perforated her fallopian tubes. She underwent a surgery to remove her fallopian tubes; part of her uterus, and the essure device. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and about one and a half year later discovered that essure device had perforated her fallopian tubes. Plaintiff underwent partial hysterectomy, salpingectomy and devices removal. Fallopian tube perforation is a listed event in the reference safety information for essure and may occur during any transcervical intrauterine procedure, mostly during essure insertion or removal. In this particular case, the reported event was diagnosed about one and a half year after essure insertion. The exact date and the mechanism of perforation are not known. However, considering event's nature, causality with essure cannot be excluded. This case was regarded as incident, since a surgical intervention was required. Additionally, non serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("device had perforated her fallopian tubes /perforation (fallopian tube(s))/migration of essure device location of device: outside of tube"), uterine perforation ("perforation (uterus)/ malposition of essure") and genital haemorrhage ("abnormal bleeding") in a 31-year-old female patient who had essure (batch no. B53552) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mirena iud on (B)(6) 2012. Concurrent conditions included cough, general body pain, sore throat, hypothyroidism, generalized anxiety disorder, dysthymia, mixed incontinence, stress incontinence, female and disorder thyroid since 2011. Concomitant products included levonorgestrel (mirena) since (B)(6) 2014 for female sterilization. In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), fatigue ("fatigue"), weight increased ("weight gain / loss specify which one: weight gain"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, 1 year 2 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pain ("extreme pain"), tooth disorder ("dental problems") and abdominal pain ("abdominal pain"). The patient was treated with surgery (B)(6) 2016, bilateral salpingectomy,hysterectomy (partial)) and surgery (B)(6) 2016, bilateral salpingectomy,hysterectomy (partial)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, pain, tooth disorder, dyspareunia, pelvic pain, fatigue, weight increased, alopecia, abdominal pain, vaginal haemorrhage and menorrhagia outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, pain, pelvic pain, tooth disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure start date was (B)(6) 2014 (previously reported).essure sterilization procedure performed well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: unilateral occlusion (left tube occluded) approximate weight at the time of essure placement 200 lbs. On (B)(6) 2016 healthcare provider tell you about results: one tube was not blocked and one coil had migrated and possibly perforated. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), migration of essure device location of device: outside of tube. Onset date of event dysmenorrhoea, dyspareunia, fatigue, alopecia, weight increased, pelvic pain, fallopian tube perforation. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow up information was received on 04-nov-2016: this adverse event report is related to a product technical complaint (ptc). (B)(4). Quality-safety evaluation: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record and thus were are unable to confirm any quality defect or device malfunction at this me. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and about one and a half year later discovered that essure device had perforated her fallopian tubes. Plaintiff underwent partial hysterectomy, salpingectomy and devices removal. Fallopian tube perforation is a listed event in the reference safety information for essure and may occur during any transcervical intrauterine procedure, mostly during essure insertion or removal. In this particular case, the reported event was diagnosed about one and a half year after essure insertion. The exact date and the mechanism of perforation are not known. However, considering event's nature, causality with essure cannot be excluded. This case was regarded as incident, since a surgical intervention was required. Additionally, non serious events were reported. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("device had perforated her fallopian tubes /perforation (fallopian tube(s))") and uterine perforation ("perforation (uterus)") in an adult female patient who had essure (batch no. B53552) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mirena iud in 2012. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pain ("extreme pain"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), fatigue ("fatigue"), weight increased ("weight gain / loss specify which one: weight gain"), alopecia ("hair loss"), uterine perforation (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery ((B)(6) 2016, bilateral salpingectomy,hysterectomy (partial)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pain, tooth disorder, dyspareunia, pelvic pain, fatigue, weight increased, alopecia, uterine perforation and abdominal pain outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, pain, pelvic pain, tooth disorder, uterine perforation and weight increased to be related to essure. The reporter commented: essure start date was (B)(6) 2014 (prevoiusly reported). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Approximate weight at the time of essure placement 200 lbs most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received. Reporter was added. Patient details, historical drug and unstructured relevant tests were added. Dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, weight gain / loss specify which one: weight gain, hair loss, perforation (uterus) and abdominal pain were added. Essure lot number was added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("device had perforated her fallopian tubes /perforation (fallopian tube(s))"), uterine perforation ("perforation (uterus)/ malposition of essure") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. B53552) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mirena iud in 2012. Concurrent conditions included cough, general body pain, sore throat, hypothyroidism, generalized anxiety disorder, dysthymia, mixed incontinence, stress incontinence, female and disorder thyroid since 2011. Concomitant products included levonorgestrel (mirena) since 1-dec-2014 for female sterilisation. On (B)(6) 2014, the patient had essure inserted. In april 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pain ("extreme pain"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), fatigue ("fatigue"), weight increased ("weight gain / loss specify which one: weight gain"), alopecia ("hair loss"), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery ((B)(6) 2016, bilateral salpingectomy,hysterectomy (partial)) and surgery ((B)(6) 2016, bilateral salpingectomy,hysterectomy (partial)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pain, tooth disorder, dyspareunia, pelvic pain, fatigue, weight increased, alopecia, uterine perforation, abdominal pain and genital haemorrhage outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, pain, pelvic pain, tooth disorder, uterine perforation and weight increased to be related to essure. The reporter commented: essure start date was sep-2014 (prevoiusly reported).essure sterilization procedure performed well diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Hysterosalpingogram - on 26-apr-2016: unilateral occlusion (left tube occluded) approximate weight at the time of essure placement 200 lbs . Most recent follow-up information incorporated above includes: on 1-jun-2018: pfs+mr: new events: genital haemorrhage was added. Reporter, other relevant history added. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("device had perforated her fallopian tubes /perforation (fallopian tube(s))"), uterine perforation ("perforation (uterus)/ malposition of essure") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. B53552) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mirena iud in 2012. Concurrent conditions included cough, general body pain, sore throat, hypothyroidism, generalized anxiety disorder, dysthymia, mixed incontinence, stress incontinence, female and disorder thyroid since 2011. Concomitant products included levonorgestrel (mirena) since (B)(6) 2014 for female sterilisation. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pain ("extreme pain"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), fatigue ("fatigue"), weight increased ("weight gain / loss specify which one: weight gain"), alopecia ("hair loss"), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery ((B)(6) 2016, bilateral salpingectomy,hysterectomy (partial)) and surgery ((B)(6) 2016, bilateral salpingectomy,hysterectomy (partial)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pain, tooth disorder, dyspareunia, pelvic pain, fatigue, weight increased, alopecia, uterine perforation, abdominal pain and genital haemorrhage outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, pain, pelvic pain, tooth disorder, uterine perforation and weight increased to be related to essure. The reporter commented: essure start date was (B)(6) 2014 (prevoiusly reported).essure sterilization procedure performed well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: unilateral occlusion (left tube occluded). Approximate weight at the time of essure placement 200 lbs. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr: new events: genital haemorrhage was added. Reporter, other relevant history added. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.